Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd intima ii¿ IV catheter had a brown oil stain on the septum.

Manufacturer narrative:
Customer returned 24g sample in unopened package and photos for evaluation. As per request, ftir analysis was completed on the dark material observed embedded in the sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely cellulose propionate, which has several uses including coatings, inks and additives among others. DHR review of the lot # shows the assembly date of this lot is (B)(6) 2018. Quantity (B)(4) in auto line 3. No abnormalities were found during production. Checked the assembly station and no similar foreign matter was found. A series of improvement measures were implemented regarding cleaning and gowning procedures. The fm inside the product is confirmed to be related to the plant. The nature and source for fm cannot be confirmed.

Event description:
It was reported that before use of the bd intima ii IV catheter had a brown oil stain on the septum.